Event description:
It was reported that (1) device was used during an anterior/posterior procedure. It was reported by the rep that the mcm20 clip applier fired clips "whole" and would not form. Another device was used to complete the case. There was no consequence to the pt.